Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a obstetrician/gynaecologist. This case involves a female pt of unk age who developed abscess after seprafilm placement. The patient's medical history, past drugs and concomitant medications were not reported. Patient's concurrent condition included diabetes mellitus. On (B)(6) 2015, pt underwent caesarean section during which 1 sheet of seprafilm was placed under the uterine incision site (batch/lot number, expiration date: not provided) to reduce the extent and severity of postoperative adhesions. On (B)(6) 2015, 4 days after receiving the treatment, abscess developed in the vesicouterine pouch where was thought to obviously duplicate the area of seprafilm placed. It was reported that the pt was discharged on (B)(6) 2015 and was being followed up at the time of reporting. Bacterial culture was not performed. Corrective treatment: not reported. Outcome: unk. Diagnosis: abscess. Reporting obstetrician/gynecologist's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting obstetrician/gynecologist's causality assessment: unk. Reporting obstetrician/gynecologist's comment: the alternative explanation for the event was her risk factor (diabetes mellitus). A pharmaceutical technical complaint was initiated and ptc results were pending for the same.